Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, an .018 guide wire was used. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. It is possible that during advancement use of the undersized .018¿ guide wire in conjunction with interaction with the anatomy resulted in bending the device such that it prevented the shaft lumens from moving freely causing resistance; thus resulting in the reported stent deployment difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult or delayed activation cannot be determined. As reported, a larger size introducer sheath was inserted in order to remove the partially deployed stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 clarifier- failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the common iliac artery. The 8.0x80mm absolute pro self expanding stent system (ses) was advanced to the target lesion over a command 18 st guide wire however during deployment the stent only half way deployed. A larger size introducer sheath was inserted in order to remove the partially deployed stent. The procedure was completed using a non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.